Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision due to fracture 3 years post-op following patient fall.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient fall, which led to the peri-prosthetic bone fracture.

Event description:
Index surgery: (B)(6) 2013. Revision due to fracture 3 years post-op following patient fall.